Manufacturer narrative:
The insulin pump was received with no up and down button response due to corroded keypad traces. It was received with moisture damage on electronic and motor assembly. Unable to verify for unexpected restart test due to no up and down button response. Also was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 116 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.